Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on a patient sample on an advia centaur cp instrument. The customer reported that they ran a precision study on the affected patient sample and 2 other samples, which recovered acceptably. Siemens representatives were dispatched to the customer's site multiple times. During these visits, siemens performed the following services: replaced the reagent syringe/valve assembly, manifold/valve assembly, wash blocks, membrane pump, rotary wash 1 pump, manifold assembly, wash station assembly, and the sample syringe; ran precision studies; primed the instrument; performed wash station volume checks, resulting acceptably; reloaded the software and recalibrated chemistry installed a different lot of tips and ran approximately 90 samples. Siemens monitored the wash 1 delivery input and noticed microbubbles forming. Siemens replaced the wash 1 container and delivery tubing to the wash pump; ran multiple precision studies, re-flashed the instrument and master curve material (mcm); calibrated assay and ran quality controls (qcs). The customer ran qcs, resulting acceptably. The cause of the discordant, falsely elevated ipth result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient sample was tested in triplicate for intact parathyroid hormone (ipth) on an advia centaur cp instrument. A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one of the triplicate runs of the patient sample. The discordant result was not reported to the physician(s). The sample was sent to an alternate facility and tested on an advia centaur xp instrument. The repeat result obtained on the advia centaur xp instrument was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ipth result.